Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2013, the programmer user interface crashed during the reading of diagnosis data. The programmer was rebooted and the device could be successfully interrogated after wards. An explanation is requested.

Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.